Event description:
During device evaluation and servicing of the autopulse platform (sn 36529), the platform stopped compressions repeatedly due to user advisory (ua) 17 (motor on for too long during active operation). No patient involvement.

Manufacturer narrative:
During device evaluation and servicing of the autopulse platform (sn (B)(6)), the platform passed initial functional testing but repeatedly stopped compressions due to user advisory (ua) 17 (motor on for too long during active operation). The root cause of the ua17 advisory message was the malfunctioning drivetrain motor due to failed component(s). The drivetrain motor assembly was replaced to remedy the fault. Visual inspection showed no physical damage. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**